Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 500 at 12 noon on (B)(6) 2014, with nausea and vomiting. The patient was then hospitalized with ketoacidosis. Patient reports no issue with ifs site changed site on (B)(6) 2014. Patient is on IV insulin at the hospital in ccu and off pump at time of call. Physician has recommended that the patient discontinue use of pump at this time, alleging inaccurate delivery. Customer support (cs) found that on (B)(6) 2014 the auto off alarm was emitted at 10:25 am when the patient still sleeping. The patient had slept for more than 14 hours. Cs explained the feature to patient that the delivery of insulin stops if no buttons are pressed for more than 14 hours. Pump set for 14 hours to alarm. Review of pump found: bolus history for (B)(6) 2014 7.8 units of 7.8 units. Basal history 0.0units at 10:25 ,(B)(6) 2013 10:30 am 0.9 units. Tdd for (B)(6) 2013 bolus 0.0 units basal 0.9 units tdd 0.9 units. Basal program set to deliver 0.9 units at 12am. Total of 21.6 units a day. The patient is still hospitalized on (B)(6) 2014 at 7 pm. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced hyperglycemia, possible related to the use error of not addressing the auto-off alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: during investigation, a review of the pump history showed the last basal delivery was on (B)(6) 2014 at 6:39 pm. The pump was powered ¿off¿ for 21 hours on (B)(6) 2014 at 6:58 pm. The total daily dose calculated correctly and equaled the user¿s basal rate target. The keypad was found to be undamaged and fully functional. The battery compartment and cap were found to be undamaged and the cap was able to secure properly to the pump. The pump powered on, was prime and exercised for 24 hours with no delivery interruption. Advanced boluses were performed and the pump delivered and recorded all boluses correctly. The pump passed a delivery accuracy test. The pump performed within specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Findings from product analysis was omitted from the original report: unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. (B)(4).